Event description:
Our rep is reporting that a patient had re-visitation surgery 7 months post-op to a shoulder repair. The head of the spiralok anchor, the fixation device used in the original repair, had sheared off from its body and was loose in the joint space causing pain to the patient, which is what precipitated the 2nd surgery. The surgeon chose to go open to remove the broken fragment and then remedied successfully without further incident or further harm to the patient using another device.

Manufacturer narrative:
Nothing has yet been received for analysis. When the complaint device is received and all the information that can be had is also received, a follow up report with the details will be filed.